Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the issue was able to be replicated. The issue was found to be with a faulty circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error 1260. There were no reported adverse events.